Event description:
It was reported that the patient's implantable neurostimulator (ins) was turned off and his battery drained, after he walked through a "new" airport scanner. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information was received from the patient that reported contradictory information regarding the patient outcome. The patient indicated that they received assistance from a company representative and their concerns were resolved, but also indicated they still had concerns regarding their device or therapy and were working with their doctor or a company representative. An appointment date of (B)(6), 2012 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model 748266 (B)(4) implanted: 2004-(B)(6) explanted: 2012-(B)(6); lead model 3387-40 lot# j0424916v implanted: 2004-(B)(6) explanted: 2012-(B)(6); programmer model 7438 (B)(4); concomitant system: neurostimulator model 7426 (B)(4) implanted: 2006-(B)(6) explanted: 2009-(B)(4); extension model 748251 (B)(4) implanted: 2004-(B)(6) explanted: na; lead model 3387-40 lot# j0424916v implanted: 2004-(B)(6) explanted: na. (B)(4).